Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin 2 gram(gm) and fortum 1 gm (route and frequency not reported) for peritonitis. The cause of peritonitis was unknown. The patient was recovering.

Manufacturer narrative:
(B)(4). Additional information received that the patient recovered.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.